Event description:
Information was received indicating that the connector to a smiths medical portex® uniperc® adjustable flange tracheostomy tube was disconnecting from the tube 11 days following placement. Subsequently, a trach tube change out was performed. There were no reported adverse effects.

Manufacturer narrative:
Additional information d10, h3, h6. D5 is unknown. No information has been provided to date. Device evaluation: the device returned for investigation. A visual inspection of the device found that the joint between tube and connector showed excessive peeling in the bonded area. Functional testing confirmed the allegation. The connector was easily separated from tube once a small force was applied. The root cause can be attributed to an insufficient amount of solvent between connector and tube. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4).

Manufacturer narrative:
Other, other text: additional information d10, h3, h6. D5 is unknown. No information has been provided to date. Device evaluation: the device returned for investigation. A visual inspection of the device found that the joint between tube and connector showed excessive peeling in the bonded area. Functional testing confirmed the allegation. The connector was easily separated from tube once a small force was applied. The root cause can be attributed to an insufficient amount of solvent between connector and tube. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147., corrected data: corrected information provided in d2.